Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show shelf packs of tubes but do not display the customer¿s reported failure mode. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes with no issues identified. Additionally, functional tests were conducted on 10 retained samples, and all were within specification limits. No issues were found with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the closure is loose and the stopper creeps out after opening with 174 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the closure is loose and the stopper creeps out after opening with 174 tubes. No adverse impact was reported regarding the patient or user.